Manufacturer narrative:
Patient and initial implantation details unavailable at the time of this report, this report is filed on october 23, 2017.

Event description:
Per the clinic, the patient experienced discomfort with device use; it was found that the electrode array had extruded into the external auditory canal (date not reported). The implanted device remains. Clinical management is ongoing.